Event description:
Open heart surgery complete, physician noted pt to be in complete heart block. CPR initiated. Generator connected to pacing cables, generator did not seem to function correctly. A second generator was immediately retrieved and connected, and did operate correctly. Pt transported to ICU with pacemaker functioning.